Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right atrial (ra) and right ventricular (rv) channels. Pacing inhibition with a period of asystole of greater than two seconds was observed on the rv channel. A review of the ICD settings indicated a lead safety switch had also been triggered approximately a year ago due to a high out of range pacing impedance measurement on the ra channel. At the subsequent follow-up the sensitivity was reprogrammed to fixed and the ra lead was reprogrammed back to bipolar. Testing of the system was unable to reproduce any noise and no further changes were made. The ICD remains implanted and in service and there were no adverse patient effects reported.

Event description:
Please note that this event involves a pacemaker and not an implantable cardioverter defibrillator (ICD) as previous noted.